Event description:
It was reported by the customer that the brakes were not holding due to broken wheel. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel. Hospital evaluated the device.